Event description:
Reporting status: death. Reporting rationale: the patient had a cardiac arrest and died. Device issue: no device malfunction has been reported. It was reported via a trial that the patient had a 3.0 x 15 mm and a 2.75 x 08 mm rx xience v stent implanted in 2008. In early 2009, the patient presented to the emergency room with complaints of epitaxis [nosebleed] and suddenly went into cardiac arrest. The patient was sent to the intensive care unit after acls [advanced cardiac life support] protocol was performed, vasopressor IV gtt, and the patient was intubated; however, the patient died. No additional event or patient information is available.

Manufacturer narrative:
The second xience v rx 2.75 x 08 mm (lot# 8052641) is being filed under the same manufacturer number.